Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. On the same day, it was reported that the patient was very sick, very weak and vomiting. She thought that she had a flu as the cgm was reading normal. A friend took her to the ER, there she was diagnosed with diabetic ketoacidosis (dka). The patient was hospitalized for 3 days. The patient was treated with humalog insulin at the hospital. At the hospital they took the measurements, cgm reading was 80 mg/dl and the bg reading was 60 mg/dl; cgm reading was 120 mg/dl and the bg reading was 180 mg/dl. She was discharged on (B)(6) 2024. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid when the patient was at the hospital. The second set of glucose values reported at the hospital fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.